Event description:
Customer reported the dual monitors will not work, only the work station monitors work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse. System operates as intended.